Event description:
The MFR rec'd info alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The ventilator's flow sensor assembly was found to be contaminated and was replaced to address the issue.